Manufacturer narrative:
Results: the cat3 was kinked approximately 107.0 thru 108.0 cm from the hub. Conclusions: evaluation of the cat3 revealed that the device was kinked. If resistance is encountered while advancing the cat3 and subsequently, the device is further advanced against resistance, damage such as this may occur. The resistance experienced may have been due to reportedly catching on the previously placed stents. The guide wire and non-penumbra microcatheter identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and proximal popliteal artery (pa) using an indigo system cat 3 aspiration catheter (cat3). During the procedure, the physician advanced the cat3 over a guidewire within a non-penumbra catheter. The physician successfully made three passes using the cat3. On the fourth pass, the physician felt resistance while attempting to advance the cat3 past metal stents that had been placed the day before this thrombectomy procedure. After manipulating the guidewire and cat3, the physician was able to make a pass successfully; however, upon removal, the cat3 appeared to be ¿banged up.¿ the procedure was therefore completed using a new cat3. There was no report of an adverse effect to the patient.